Manufacturer narrative:
(B)(4).

Event description:
The pump was refilled. The next day, the pt was in the ER very sedated. The device system was used to deliver morphine. Additional information has been requested, a f/u report will be sent if additional information becomes available.